Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6) 2012, inratio: 1.0, inratio: 2.2. Time elapsed between each method of testing is one minute. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test. Results as follows: date: (B)(6) 2012, inratio: 1.0, inratio: 2.2, mean: 1.6, %cv: 53.03. The results are considered discrepant beyond the documented variability for pt/inr testing. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Improper techniques were identified in the complaint. User reported milking patient's finger in the attempt to collect a sufficient sample for the test. Per product user guide, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. In-house therapeutic donor testing has been performed on reported lot # 284358. Results as follows: donor 1: inratio: 1.9, inratio: 1.9, inratio: 2.0, reference: 1.70, %cv: 2.99. Donor 2: inratio: 2.8, inratio: 2.7, inratio: 2.6, reference: 2.39, %cv: 3.70. The product was not expected to be returned; therefore, retain products were used for investigation testing. Results from retain strip testing on in-house meters met precision criteria. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is required. (B)(4). No corrective action required at this time as no product deficiency was established.